Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received confirming this report is for an undetermined number of patients. This event occurred several times while taking measurements during cataract extraction procedure. It is unknown if these several occurrences had implant calculation errors. This is one of two reports filed from this facility.

Manufacturer narrative:
The system was examined and the reported event was replicated. (The biometer was subsequently replaced. The system was tested and found to meet product specifications. However, the biometer was not returned for evaluation. The system was manufactured on january 31, 2004. Based on assessment, the product met specifications at the time of release. The system was found to meet product specifications. The root cause of the reported event can be attributed to nonconforming biometry probe. The root cause of the reported event is likely attributed to a nonconforming probe with applicator. However, with the information provided for this investigation, this is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a diagnostic exam the biometry readings from the machine were incorrect. Additional information has been requested.